Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear was selected. During preparation, the air tightness was poor. The device was replaced and the procedure was completed successfully. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).